Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the distal end of the inflation balloon was burst radially. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst was confirmed based on the review of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as calcification was present in the left ventricular outflow tract per the reported event. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the 23mm commander delivery system balloon ruptured towards the end of deployment. The delivery system and 14fr esheath+ were removed as one unit, and a new esheath+ were used. The valve was then post dilated with a true balloon to expand further. Upon removal of the devices, a circumferential rupture on the distal end of the balloon was noted. The patient was doing fine post procedure, and there were no vascular complications as a result. Per report, there was left ventricular outflow tract calcium present below the surgical valve.

Manufacturer narrative:
Investigation is still ongoing.